Manufacturer narrative:
G4:22mar2021 b4:(B)(6)2021 the customer stated that the base trolley was repaired by replacing the base screws. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:22mar2021. B4:02apr2021. The customer stated that the base trolley was repaired. Multiple attempts were made to follow-up with the customer to obtain detailed device repair information but have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. 15mar2021.

Event description:
The base trolley is unstable. The customer reported there was no patient involvement. The base trolley was evaluated by the service technician and found to be unstable. The service technician repaired the base trolley, inspected and returned to service.